Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A picture of the trial before it fractured was provided and exhibits signs of repeated use (gouged and chipped). A picture of the trial after it fractured was not provided and the device will not be returned for further evaluation. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The device has a potential field age of 9+ years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; g3; g4; g6; h1; h2; h4. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00671.

Event description:
It was reported that two vanguard universal 5 in 1 bearing polys broke during an initial surgery. There was no known impact or consequence to the patient and no pieces fell into the patient. There was no surgical delay and the surgery was completed with a second device. Attempts have been made and additional information on the reported event is unavailable at this time.